Manufacturer narrative:
It was reported to abbott, a patient had a lead eroding through the skin and patient was no longer using the device. Surgery took place where the entire 4 lead system with extensions were explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 5631999 common device name: drg lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5645273 common device name: drg lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5645273.

Event description:
It was reported one of patient's leads eroded through the skin. Investigation was unable to determine which lead was at fault. As a result, patient underwent surgical intervention during which the entire system was explanted.